Event description:
It was reported that the patient was not receiving stimulation. High impedance measurements were reported with readings of >3600 ohms. The patient had multiple falls and issues with the system. It was noted the manufacturer representative was going to see the patient on (B)(6)-2013. The patient was scheduled for a full system revision, but it was not going to occur for at least a couple of months due to waiting list restrictions.

Manufacturer narrative:
(B)(4).